Event description:
The affiliate is reporting that the tophat of the rapidloc sys broke while flexing. Parts of the anchor were removed and the procedure was finished with the same like product. There were no pt consequences involved.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints sys revealed no other complaints of any kind for this lot of a total devices that were released to distribution. Therefore, we cannot determine what may have caused the user to experience the reported event. Based on complaint rate and customer impact, we believe this to be an anomaly. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.